Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1(B)(4). It was reported that during surgical procedure on (B)(6) 2024 , the patient's leads were fractured. As a result, the leads were partially explanted.